Event description:
It was reported that during an upper gastro-intestinal (gi) endoscopy procedure, the stent failed to deploy. The lesion was located in an unspecified portion of the duodenum. The wallflex eternal duodenal 27/22x9 stent delivery system was advanced to the lesion, however, upon attempting to deploy the stent, the sheath would not retract and the stent was unable to deploy. The device was removed and another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch number found that the device met its material, assembly, and product specifications. The most probable root cause of the reported complaint can be attributed to operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.